Manufacturer narrative:
E1- phone number: (B)(6). E1- postal code: (B)(6). H3- device evaluation anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a hair-like substance was found inside the packaging of an amplatz extra stiff support wire guide. Upon opening the package, a nurse noticed the foreign matter prior to a biliary drainage procedure, during which a drainage tube was to be inserted percutaneously into the right bile duct branch. The procedure was completed using a new same-like device. It was confirmed that no damage to the package was noticed, and the device was stored vertically. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation it was reported that a hair-like substance was found inside the packaging of an amplatz extra stiff support wire guide. Upon opening the package, a nurse noticed the foreign matter prior to a biliary drainage procedure, during which a drainage tube was to be inserted percutaneously into the right bile duct branch. The procedure was completed using a new same-like device. It was confirmed that no damage to the package was noticed, and the device was stored vertically. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures, as well as a visual inspection of the returned device, were conducted during the investigation. One prior to use device was returned for investigation. A hair-like fiber was found in the cook end seal. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot did not reveal any relevant nonconformances. There are no other complaints on this lot at the time of this investigation. The information provided upon review of the returned device indicates the device was manufactured out of specification. However, review of the dmr and DHR suggests that there are no additional nonconforming devices in house or in the field. Cook did not review product labeling. This lot is not supplied with an instructions for use (IFU) pamphlet. Based on the information provided, inspection of the returned device, and the results of the investigation, cook concludes this event to be due to a manufacturing deficiency. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.